Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: did the device start to staple and cut then stop and become stuck (partial fire)? Was the device locked on tissue (would not open)? ¿managed to remove it from tissue¿, did the jaws of the device eventually open? If not, how was it removed from the tissue?

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the gun was used on the stomach which fired as expected. When reloaded and fired again there was only a small portion of the reload that fired appropriately before the gun became stuck. Managed to remove it from the tissue. Changed gun and completed the firing process. Surgery was prolonged ten minutes. There were no adverse consequences for the patient. One device was discarded.